Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump was hardware low level failure. Customer's blood glucose was 158 mg/dl. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was performed self test. Customer stated that the insulin delivery was stopped. Customer also stated that the insulin pump error occurred at second occurrence. Customer troubleshoot was performed. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm or occlusion due to drive count or time values or changes incorrect for moving or coasting error alarm. Hardware low level failures error alarmed during self test and confirmed in insulin pump history with variable due to broken trace at pin keypad assembly.